Manufacturer narrative:
Continued phone number e1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side broken device, event of rupture confirmed during surgery. Device has been explanted.

Event description:
Un-reporting since the emdr is duplicate.

Manufacturer narrative:
G8 - MFR report # 9617229-2024-19096.